Event description:
The event is reported as: customer alleges: in the hosp operation room when the nurse conducted disinfection after surgery, it was found that the plastic handle had been broken, and some pieces had fallen down. This occurred during post cleaning/reprocessing during inspection of the device. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.